Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, the patient presented with complaint of chest pain and twitching on left side. Device showed no ventricular capture and ventricular under sensing. Chest x-ray revealed rv lead was outside the heart distal to the ring electrode. The rv lead was re positioned and remains in service. No patient complications have been reported as a result of this event. Reposition were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.